Event description:
Dist. Received info that two co leads were removed from service due to fractures. Pt with an ICD was receiving inappropriate thereapy. Physician elected to perform an invasive procedure and replace the lead system and the ICD at this time.